Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: unk , explanted on: unk; programmer model #:8835 serial# (B)(4).

Event description:
A breakdown of the wound in the superior surface of the pump pocket was reported. Examination/palpation on (B)(6) 2011 showed wound breakdown at the pump site. The patient complained of pain secondary to the position of the pump. The pump was surgically repositioned on (B)(6) 2011. The patient outcome was resolved without sequelae on (B)(6) 2011. On (B)(6) 2011 an implant site erosion was reported. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that in addition to pain there was redness at the pump site. Patient was given bactrim ds 800mg-160mg on (B)(6)-2011. Patient outcome was noted as resolved without sequelae as of (B)(6)-2011. Drugs delivered via the device were compounded baclofen and dilaudid.

Manufacturer narrative:
(B)(4), eval code-result, eval code-conclusion no longer apply.

Event description:
Additional information was received on 17-jan-2017 providing an updated pump serial number (B)(4).